Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There were no button error alarms. The unit had a cracked case at the battery tube threads, a minor scratched lcd window, and a stained end cap sticker.

Event description:
The customer called in to report a button error alarm. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.